Event description:
Information was received from a consumer regarding a patient receiving dilaudid, baclofen, and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. The patient¿s friend/family member reported that they believe the pump has quit. A couple of days ago the patient saw code 8476 (motor stall) on his ptm (personal therapy manager). The patient then got on the line and stated that the pump had not been working since about a week ago and he was going through terrible withdrawals. They had gone to the doctor and the patient was given oral baclofen which made somewhat of a difference for a while. The patient said that he had heard the pump alarming intermittently and he was due to have his pump replaced at the end of february.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.